Event description:
The customer reported a no delivery alarm. The blood glucose reading was 222 mg/dl. The alert occurred when the patient was attempting to get insulin. The alarm and possible causes were explained to the patient. In troubleshooting, insulin did exit during a manual plunger push. The customer was advised to try a new reservoir and was helped with programming her fixed prime to the correct amount. The customer was advised to discontinue use of the insulin pump and to revert to a back up plan. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.